Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 200 ohms. Testing was unable to recreate any out of range measurements. The patient was observed to be in atrial fibrillation. At this time the ICD remains in service and there were no adverse patient effects were reported.